Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of post paced t-wave oversensing. The ICD was reprogrammed. The patient was in stable condition.